Event description:
Face plate of g-tube broken and detached from tube. Unable to access g-tube. Parents went into room to check on patient in the am and found the face plate of the g-tube stuck on the feeding line, but detached from tube. Patient was brought into primary care then to gastrointestinal clinic to have tube replaced. Tube had been changed about 2 months earlier. Family has been using amt right angle feeding extension.